Event description:
It was reported "the hcp failed to fire the skin stapler (not firing) during use on patient for suturing". The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler(not firing) during use on patient for suturing". The patient's current condition is unknown.

Manufacturer narrative:
(B)(4) the customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the front staples were severely misaligned. There was a staple on top of the rest of the staples jamming the remaining staples in the cover block. The stapler was returned with its trigger engaged. There were no signs of biological material on the device. The stapler was received with 40 staples left in the cover block. A functional inspection was unable to be performed on the sample as the stapler was received jammed. The stapler would not fire after 5 attempts. Visual examination of the cover block revealed the misaligned staples at the front of the device. One staple towards the front of the device was on top of the rest of the staples. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It was observed that saddle spring was correctly attached to the pusher, and the anvil was in the proper orientation. The cover block was sourced from cavity 5. The source of the staple misalignment could not be conclusively determined. Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot number are 73h2300739 and 73e2300180. DHR investigation did not show issues related to complaint. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the t rigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination of the returned stapler revealed that the front staples were severely misaligned. There was a staple on top of the rest of the staples jamming the remaining staples in the cover block. Functional testing could not be completed as the stapler was jammed and would not fire staples. The sample was disassembled. Die casting anomalies were observed on the forming tool. A non-conformance within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.